Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error in the event history log. The customer reported problem was verified/duplicated. There was air in line error alarm found immediately upon start up. Air detector found to be defective and inoperable. The investigation found that the air detector was inoperable/faulty. For corrective action, the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that there was a constant air in line alarm when there was no air in the tubing set. This occurred during testing with no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device operator is unknown. No information has been provided to date.